Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety mode. Review of stored memory verified that the device experienced six system faults during the time of electrocautery use, which caused the device to go into safety mode. Of note, this family of devices has been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode. The behavior of this device is consistent with devices that have reverted to safety mode due to electrocautery. Design changes have now been implemented to enhance the robustness of electric circuits, such that a device would be able to withstand the rare occurrences of conducted energy that previously would have disrupted circuit performance.

Event description:
--

Event description:
Boston scientific received information that this system was exhibiting noise on the right ventricular (rv) channel. A revision procedure was performed and the device was programmed to asynchronous pacing mode. However, during the use of electrocautery, pacing inhibition and long pacing pauses were observed. Telemetry was then lost and device re-interrogation revealed a fault code (fc) and the device was in safety mode. Therefore, the device was removed from service. A new device was implanted and the physician switched the rv and left ventricular (lv) leads in the device header. Lead testing was normal with the replacement device and the pacing system analyzer (psa). A boston scientific technical services consultant stated that there could have been an issue with the rv lead causing the pacing pauses since they were seeing noise prior to the revision. Additionally, it could have been due to the device switching to safety mode, as safety mode is unipolar and the caller stated that device was out of the pocket at that time. No adverse patient effects were reported.

Manufacturer narrative:
The deviceis being evaluated in our post market quality assurance laboratory. This product issue will be updated when device evaluation is complete.